Event description:
Information received by medtronic indicated that right after the integrity test passed, the user received a coaxial umbilical icon (baseline flow icon) and then it went away. The user also received system notice message 50012 (the refrigerant delivery path is obstructed). The issue resolved and the cryoablation procedure proceeded. No patient complication was reported. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issues were confirmed by field service engineering. Console (B)(4) failed the inspection due to a defective check valve (cv4) as well as unadjusted valve board.